Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that the ratcheting pieces arrived disassembled and badly coupled. Final tightener: the recesses of the screwdriver are oversized to the internal screw, so they did not fit enough to make the final adjustment. The system was closed without the use of the torque. The 3 pieces are marked with a red tape on the equipment for return. The surgery was finished without inconveniences or affectation to the patient. This report is for one (1) ratcheting adapter, cannulated this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ratcheting adapter, cannulated was found the weld broken and the device was moved from his original position. The devices arrived assemble in different place from his original position. The allegation of misassemble cannot be confirmed. No other defect was identify. A dimensional inspection for the ratcheting adapter, cannulated was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ratcheting adapter, cannulated would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed 2867-10-490 rev. C (current) / (manufactured). Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.